Event description:
It was reported that during an unknown the device could not be activated. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 4/16/2026 d4 batch #: z7025m investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis determined that the device was returned with the distal tip of the blade broken off and the broken tip was returned with the device. The remaining blade portion was scratched, with evidence of contact with metal in or out of the operative field. During functional testing on energy systems, an alert screen was displayed, and the device stopped activating. The probable cause for these activation issues and alert screens is blade damage. Disassembly verified the condition of internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples, or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage, resulting in activation issues such as failing the pre-run test with the generator and displaying alert screens like "remove instrument from patient," ¿blade error detected,¿ or "relaxed pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch z7025m, and no non-conformances were identified.